Event description:
It was reported the camera head was not working. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue and found error e222 scope communication error on display. The subject device will be sent back to olympus for further evaluation and repair, but to date has not been received. Based on the results of the investigation, a probable root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.